Event description:
The sales rep reported that the device was missing the winged centralizer. No adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.